Manufacturer narrative:
The investigation for the pump-purge leak has been completed. The pump was evaluated and there were no physical abnormalities. The pump was run and the leak did not reproduce in the lab. The data logs showed a 'purge line click-on not detected' alarm and a purge system open alarm. The root cause of the purge leak - pump was most likely due to a use-related issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that the impella 5.5 has a catheter purge side arm and purge yellow connector leak. Reconnecting the connector did not improve the leak, so a three-way stopcock was connected to improve the situation. There was no reported harm to the patient.